Manufacturer narrative:
Reliability analysis inspected two opened/used partial sensors and performed the sensor initialization test, and confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensors. One of two sensors functioned properly. The second sensor failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. Checked the lab transmitter for proper use and operation, and the transmitter passed per specifications. Unable to perform the insertion complaint due to the complaint being against the sen-serter. The customer returned the sensors only, no needles. Also found both sensors with cannula bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a lost sensor alarm. Customer mentioned that they had high blood glucose readings and are unsure what caused it. Through troubleshooting it was noted that the sensor was bent in the middle and the sensor cannula was separated. Customer's blood glucose reading at the time of the call was 340 mg/dl. No further information reported.